Event description:
It was reported a balloon burst during an undetermined procedure, presumed to be an angioplasty procedure. No pt complications resulted from this event. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded...do not advance the guidewire or the catheter if resistance is met without first determing the cause of the resistance and taking remedial action...never manipulate the catheter with the balloon inflated."